Event description:
The doctors claim that only one leg of the bifurcation of the graft was implanted for an abdominal aortic aneurysm repair and leaked (oozed) blood (quantity unknown and unattainable) from three areas. Two of the leaks were stopped with fibrin glue and oxycel, the third leak required a suture and a pledget in order to stop its leakage. The pt received both autologous and non-autologous blood transfusions (quantity unknown at this time). It was reported that there was no injury to the pt. The graft was left in. Note: the pt died of colon ischemia, post-operatively. Co has now learned that the death occurred on 12/23/1999 and was not device-related. In addition, there were no holes in the graft, 600cc of autologous blood, 2 units of packed cells and 3 units of fresh frozen plasma (ffp) were given to the pt to compensate the leakage.